Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked from the cartridge chemistry (cc) sample probe or sample probe collar wash. The customer wore personal protective equipment consisting of gloves. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of the leak was the cc sample probe 2-way valve; the valve was replaced to resolve the issue. (B)(4).